Manufacturer narrative:
B3: event date is asked/unknown. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump for non-malignant pain. It was reported that the patient's pump had been nonfunctional for the past couple of years. The caller stated, per the patient, the pump was permanently shut down almost 2 years ago because it stopped working and the patient did not have insurance to remove or replace the pump. The caller did not know what drug was in the pump at the time it stopped working.